Manufacturer narrative:
Device memory analysis identified an error. The error resulted in software resets performed in an attempt to correct an identified memory inconsistency. The cause of the memory inconsistency was not able to be determined but was likely the result of a single event upset caused by high energy particles in the environment. These particles typically arise from therapeutic ionizing radiation, naturally occurring high energy particles/cosmic rays, or radioactive decaying materials. In most cases the s-ICD is able to detect and self-correct to maintain primary operation.

Event description:
It was reported that the subcutaneous implantable cardioverter defibrillator (s-ICD) showed 193 treated episodes with zero shocks delivered. Technical services (ts) was contacted, and ts discussed that the counter was in error and that there was evidence of other memory errors in the firmware log. The s-ICD system remains in service.